Event description:
Device malfunction: failure to deploy. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during a stenting procedure of an unspecified vessel, the absolute pro could not be deployed. There were no reported adverse pt effects. No additional info was provided. Upon return of the device to abbott vascular, device eval revealed a shaft separation.

Manufacturer narrative:
(B)(4). Eval summary: the absolute pro self expanding stent system (sess) was returned with the stent implant displaced proximal to the marker and the distal outer member compressed (wrinkled) and kinked distal to the proximal marker band. Internal inspection of the handle revealed that the rack was fully retracted within the handle to the proximal end and the distal sheath was not retracted. No damage was observed to the outer stabilizer sheath. The stabilizer sheath was removed and the distal outer member was observed to be separated proximal of the distal end of the outer member. The point of separation displayed a fractured face. The separation was unnoticed by the user due to the stabilizing sheath covering the point of separation. The separated area was further investigated using a scanning electron microscope which identified that the fractured point of separation of the braided inner member as a tensile overload with the exception of one of the wire braids which appears to be the result of mechanical damage. It could not be determined if this damage is related to manufacturing or a procedural issue. There was no reference in the incident of any resistance felt either during the rotation of the thumbwheel or during removal of the catheter, which would be expected for a tensile overload damage. The lot history record for this device was reviewed and no non-conformities were identified. The reliability engineering on line report for tensile testing showed that the samples from this lot met the production criteria. A query of the complaint database showed no previous incidents for this lot. Factors that may contribute to the compressed and kinked distal outer member, exposing the distal end of the stent include, but are not limited to, handling during removal from the packaging, the technique for insertion of the sess into the introducer sheath (i.e. The distal sheath catching on the introducer sheath valve), the amount of support provided during procedural use, or manufacturing. During production, the entire sess is 100% visually inspected for shaft damage and 100% visually inspected to confirm the location of the stent between the marker bands, prior to packaging. No damage was reported during the procedural preparation, which suggest that the shaft damage (wrinkle and kink) and stent movement may not be due to a manufacturing quality deficiency and may have occurred as a result of the use of the product. Factors that may contribute to the separation, but are not limited to, is manufacturing or procedural use. Manufacturing 100% visually inspects the distal outer member for damage and 100% visually inspects for stent location. In addition, samples from each lot are functionally and destructively tested.